Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 19.470 & 18.300 psi, which is below the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. Following replacement, the device passed the 30 psi occlusion pressure test at 23.500 psi, which is within specification. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 19.470 & 18.300 psi, which is below the acceptable range of 22 to 38 psi. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. Following replacement, the device passed the 30 psi occlusion pressure test at 23.500 psi, which is within specification. No patient involvement was reported.